Event description:
The customer reported the ventilator shut down and alarmed while in use on a patient. The customer reported there was no patient harm. The respironics service technician reported upon evaluation the ventilator went vent inop, due to the blower not functioning properly. Vent inop, when in use, will stop providing ventilatory support to the patient. The service technician replaced the power supply. Final testing was performed and the ventilator passed per specifications.